Event description:
During a direct stent procedure of a lesion in the proximal lad, a distal dissection occurred. The physician tried to cross through the deployed stent to treat the distal dissection; however, the stent would not cross. Balloon catheters were also tried; however, they would not cross either. The patient was sent for elective bypass surgery and is in stable condition.